Event description:
Healthcare professional reported, left-side textured implant exchange. Healthcare professional later reported pain and capsular contracture baker grade iii. The device was explanted and replaced.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Health effect: f2203; imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and "texture implant exchange."

Event description:
Healthcare professional reported, left-side textured implant exchange. Healthcare professional later reported pain and capsular contracture baker grade iii. The device was explanted and replaced.